Event description:
It was reported that clinicians have had past issues with syringe not recognized by alaris syringe pump with monoject 1ml syringe which could be due to different suppliers. Clinicians stated that the issue was resolved using compatible syringes with alaris pumps. This was reported to bd representatives during site visit. There was no information on patient involvement. No further information is available.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.